Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional right and left internal iliac artery stenting procedure. Reportedly, the vessel locator wings were difficult to deploy, requiring multiple attempts. Resistance was felt during advancement of the thumb advancer. The starclose se clip was successfully deployed and hemostasis was achieved. When the starclose se device was removed from the patient anatomy the sheath appeared to be shredded. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: date rec¿d by MFR - reg #. Type of reportable event updated from malfunction to serious injury. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing of the initial medwatch report, the starclose se clip was returned caught on distal end of the stretched sheath. The clip could not have achieved hemostasis. Additional reported information received indicates manual compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Device codes: 2983 labeled . Internal file number - (B)(4). Corrections: MFR site - reg#. Device code 4012 removed. Evaluation summary: the device was returned for analysis. The reported difficulty to deploy the vessel locator wings could not confirmed due to the condition of the returned device. The thumb advancement issue and sheath damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.